Event description:
It was reported that the insulin pump had a frozen display after her carelink meter sent a reading over. It was stated that was unsure if the time was changing. It was stated that the battery was replaced several times and the insulin pump kept alarming a battery error. It was also stated that the insulin pump also alarmed button error. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.